Event description:
Response was received from the patient's nurse. The assessment on the increase in seizures was indicated to be due to low battery and external factors; seizure rate was back to pre-vns levels. It was also noted that the patient's seizures vary throughout the year and tend to increase when vns battery is low, amongst other reasons - stress, illness, etc.

Event description:
Clinic notes for a replacement referral were received reporting that the patient has ben having an increase in seizures. The patient's nurse increased the generator's duty cycle and the patient was still seeing an increase in their seizures. From the patient's most recent visit the battery level was observed to be low. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received reporting that the patient had their device replaced for prophylactic reasons. Product return attempts will not be made as the explant facility is listed as a no-return site. No other relevant information has been received to date.